Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent fracture occurred. The target lesion was located in the calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x12mm emerge balloon. The 3.0x16mm promus premier stent was implanted in the mid lad. The deployed stent was post-dilated with a 3.0x12mm nc quantum apex balloon. Following post-dilation the physician noted that there appeared to be a fracture in the mid portion of the stent. A 3.0x8mm non-bsc stent was implanted in the middle of the fractured stent with good result. No patient complications were reported and the patient status is fine.